Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.0 inr , qc 2: 3.1 inr , qc 3: 3.1 inr . The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. At 10:02 am the meter result was 4.5 inr. At 10:27 am the laboratory result was 3.2 inr. The patient's therapeutic range was not known. There was no allegation of an adverse event. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in warfarin, no changes in other medications, no illness, no diet changes, and no symptoms of high blood pressure. The customer's meter and test strips have been requested for return. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.